Event description:
The rptr did back to back (rapid succession) blood glucose tests, within 10 minutes. Rptr's results were 137, 152 and 120 mg/dl. Rptr did not have any symptoms. A control test was in range. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.